Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot were performed and passed. Pairing test was performed and passed. Functional test was performed and passed. A review of the receiver logs was performed and sensor line missing on the incident date. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).